Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a restenotic, mildly calcific, severely tortuous lesion of the 1st obtuse marginal measuring 3.0x14mm with 65% stenosis. Target lesion one was treated with predilation, placement of a 2.75x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. During withdrawal of the taxus liberte delivery balloon, moderate withdrawal resistance was noted. Complete balloon deflation was confirmed by fluoroscopy and no additional actions were needed to remove the balloon. The balloon was removed intact and there were no patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.